Manufacturer narrative:
Other text: the returned device was evaluated. The device was found to have a malfunctioning fan. The fan causes the device's internal temperature to exceed the device's operational temperature range causing the device's display to go blank followed by an alarm state of 9 beeps. The reported issue was replicated in testing.

Event description:
The customer reported that the device does not stay on and powers off 2min after startup without an error message / alarm. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device does not stay on and powers off 2 min after startup without an error message / alarm. There was no patient impact or consequence reported.